Event description:
It was reported that during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Device was reprogrammed. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.